Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer is stating that the end user is alleging that chair went from three lights up to full speed all by itself.